Manufacturer narrative:
Returned device was received in damaged physical condition. The top case was chipped on the right corner, the bottom case was cracked by the l-bracket, and the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the device. The speaker was replaced as a preventative measure. Additionally, the top, bottom, and right plunger cases were replaced as well as both clutch halves as they were found slightly worn due to wear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical puump's primary audible alarm bgnd test alarm is going off. There were no reported adverse events.